Event description:
After ten ablations, the rfa generator flashed "temp limiter" when the pedal was depressed. Everything was checked and the cable was replaced but continued to flash "temp limiter." As a last resort, a new catheter was opened and the generator worked properly.